Manufacturer narrative:
The door winch assembly was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: UDI number 00643169630260 received.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 24 january 2017. The representative confirmed that the door winch cable ran off of the motor. The representative reported that they replaced the door winch to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect door winch has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, after opening the gantry door of the imaging system, when attempting to close the door it only closed halfway. Initial troubleshooting found that the cable for the door went off of the motor and was bunched up next to the motor. No additional information was provided. There was no patient present when this issue was identified.